Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2015. According to the complainant, during the procedure, the balloon took a really long time to deflate. The procedure was completed with another extractor pro rx. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2015. According to the complainant, during the procedure, the balloon took a really long time to deflate. The procedure was completed with another extractor pro rx. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Additional information received january 11, 2016. It was confirmed that there is no alleged malfunction or deficiency of the extractor pro rx balloon.